Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the serter was getting stuck on the adhesive during insertion, causing cannulas to bend. The customer had a high blood glucose reading 438 mg/dl. He treated with a manual injection. He declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.